Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter and peeling labels were observed by the user. Four (4) tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter and peeling labels were observed by the user. Four (4) tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 2024-02-20. H.6. Investigation summary: bd received four (4) returned samples and three (3) photos from the customer for investigation. Upon review of the photos, embedded fm can be seen in the tube, and all tubes showed scuff marks on the label. Additionally, the customer samples were visually inspected for scuff on product label and embedded fm, and all 4 samples failed. No definitive root cause from the manufacturing process has been identified as a contributor to the customers reported defects. Bd was able to confirm customer failure modes of embedded fm and scuff on product label based on customer photo and sample analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.